Manufacturer narrative:
Concomitant medical products: product ID: 503458 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient representative that the patient experienced an infection that "slowly grew and spread through their bone". It was also reported by a patient representative that the patient had died.